Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (550 mg/dl). Customer attempted to treat elevated level by delivering correction boluses. Customer was hospitalized and treated with 5-15 unit insulin injections. The customer was discharged on (B)(6) 2015 with the issue resolved.